Event description:
It was reported that the patient experienced an infusion set adhesive failure on (b)(6) 2026 where the infusion set got detached because of water.

Manufacturer narrative:
Event city:(b)(6).Event Country: Italy.Name: Medtronic Minimed.Country: United States of America.Address ¿ Line 1: 18000 Devonshire Street.City: Northridge.State: California.Zip Code: 91325. Based on the available information, this event is deemed to be Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.